Event description:
Drive devilbiss is the initial importer of the device which is a hurrycane branded cane. We have not received the device for evaluation. An amended report will be tendered if the device is returned. End-user was carrying trash while using the cane. The handle broke off from the device. The end-user fell backwards hitting the left side of his face on the sidewalk. He bled from his left eyebrow. He was confused and disoriented. He went to the hospital to treat his injuries. X-rays revealed a stable break of his wrist. He received stitches for his eyebrow and pain medications for his injuries. He underwent physical therapy for his neck and wrist pain.